Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported "device migration/implant malposition". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additional, changed, and/or corrected data: d3, e3, g1, g2, h11.

Event description:
Healthcare professional reported via nbir "device migration/implant malposition". This record is for the left side. Device was explanted and replaced.